Event description:
It was reported "the guide is bent, so it is not used." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the guide is bent, so it is not used." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, unopened arterial sac kit for analysis. No obvious signs of use were observed. Visual analysis revealed creasing/bending on the pouch. The kit was opened to better analyze the components. Visual analysis revealed two kinks on the guide wire tubing. The tubing was removed and subsequent kinking was observed on the guide wire. Microscopic examination confirmed the damage. Based on the customer description, the damage observed is consistent with defects related to adverse storage and shipping conditions. The kinks on the guide wire measure 131mm and 163mm from the distal weld. The guide wire length measured 351mm, which is within the specification limits of 345-355mm per guide wire product drawing. The guide wire outer diameter measured 0.513mm, which is within the specification limits of 0.508-0.533mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guide wire was advanced through the returned 20ga introducer needle. The undamaged portions were able to pass with no resistance. Resistance was encountered at the location of the kink. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. Subsequent kinking was also observed on the tubing at the same location. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. The returned product lidstock clearly states, "do not bend". Based on the customer description and the sample received , storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guide is bent, so it is not used." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).